Event description:
It was reported that during a tibial plateau procedure, the handle of the screwdriver broke in half as the surgeon was tightening a screw into a plate. Nothing was left in the patient. The surgeon used another screwdriver to complete the procedure with no adverse effect to the patient. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: without a lot number the device history records review could not be completed. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development evaluation was performed. Upon examination of the returned device, the handle was found to be broken as noted in the complaint. The break was perpendicular to the axis of the shaft, over half the width of the part at the press pin, and then angled toward the back of the handle for the remaining thickness. The hex tip was worn but still functional. The holding sleeve was not returned. Based on the age of the device (at least 13 years old) and the sales and complaint histories, this is invalid with respect to the design.